Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The customer was admitted into the intensive care unit for hyperglycemia. The blood glucose results and treatment obtained at the hospital was not provided. At the time of the report the customer was still hospitalized, it is unknown when they will be discharged.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.